Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2025. During the procedure, the band was damaged and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a04 captures the reportable event of bands damaged. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed. The ligator housing was not returned; only the handle was provided for analysis. Upon visual inspection, it was confirmed that the slack had been taken up and there was evidence that the loop was secured to the post. The suture was returned with six knots. Additionally, the trip wire was found to be kinked. During functional testing, the handle was rotated 180 degrees until an audible click was heard. No issues were observed with the handle. No other problems with the device were noted. The reported event of bands damaged and bands unable to deploy cannot be confirmed since the ligator housing was not returned and only the handle assembly was returned for analysis. On the other hand, visual inspection revealed that the trip wire was kinked. This issue likely resulted from the way the device was handled and manipulated during use. Excessive or improper manipulation without sufficient care may have contributed to the defect observed. The device was returned with six knots. This most likely occurred when the physician removed the device from the scope. Based on all available information, the most probable root cause assigned is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2025. During the procedure, the band was damaged and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a04 captures the reportable event of bands damaged. Imdrf device code a050501 captures the reportable event of bands unable to deploy.